Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured during filling. The device was filled with fluoruracil with sodium chlorie (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: corrected information: the date of the event was corrected to 02dec2019 the device was manufactured between september 9, 2019 - september 11, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and the ruptured bladder was visualized. The reported condition was verified. Due to the nature of the sample, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.